Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that allen advance table was going up/down on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Several types of specialty tops can be attached to the allen advance table to permit surgical access and 360° radiolucency for various types of surgical operations. The patient can be secured into various operable positions from the supine, prone, or lateral position. Electronic controls on the allen advance table pendant permit the adjustment of table height, angle, tilt, and auxiliary function for the lateral top. The allen advance table contains electronic locking casters that permit the allen advance table to be moved and locked into position by use of an electronic control on the allen advance table pendant. The technician investigated the device thoroughly and could not replicate the reported issue. No actions were required. Although there was no reported injury with this event, the reported event of table going up/down on its own is likely to cause or contribute death or serious injury. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that allen advance table was going up/down on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.